Event description:
Contrast media injector connected to medrad. When medrad activated, the device broke at distal connection. Blood and contrast dye was distributed throughout the operating room. Blood was splashed on persons in the operating room, but protective gear was being worn, so no skin contact.